Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator would intermittently not function on battery power. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power management or battery for replacement. The biomedical engineer reported the power management pcb board was replaced to resolve the reported problem.